Event description:
It was reported by service report that the siderail panels were cracked. It was further reported the motion interrupt pan was missing, and there was a cracked footboard module. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: cracked siderail panels. Other - missing motion interrupt pan, cracked footboard module. Customer stated that the footboard had been kicked by pt resulting in damage to the footboard.